Event description:
It was reported to philips that there was an issue with the wireless footswitch charger. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A service engineer identified the status of the battery led indicator on the wireless foot switch (wfs) was off indicating battery was without power. It was found that the wfs charger was defective and needed replacement. To resolve the reported issue, the wfs charger was ordered via nemo (no engineer material only). After the replacement, the system was returned to use in good working order and ready for clinical use. The wfs charger was returned for further analysis. Testing revealed that the charger¿s connector was completely cut off. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.